Event description:
It was reported that bd gravity set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported that lactated ringer's (lr) solution is backing up into the syringe filled with propofol making it challenging to know how much propofol they are giving at a time. The filled propofol syringe is often left attached to the tubing where the dose is constantly being titrated for mac cases. There was no information on patient involvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.